Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 100% stenosed target lesion located in the left superficial femoral artery. The vessel had moderate to severe calcification and was moderately tortuous. Pre-dilation was performed with a 3.0x40mm sterling balloon. Next a 6.0x120mm non-bsc stent was implanted. Post dilation was performed with a 5.0 x 60mm sterling balloon inflated first to 10 atms and then 2nd to 12 atms on which the balloon ruptured. The procedure was completed with a 6.0x60mm sterling balloon. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).